Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 34 mg/dl. The customer was admitted to the hospital. Customer was treated with orange juice and a turkey sandwich. The customer stated that she would call her doctor to try and get the new basal rates. The customer stated the doctor wanted her to call medtronic to have her basal rates changed.